Event description:
It has been determined that under certain circumstances microbial growth may develop in the waste line removing liquid waste from the spin wash sump on the immulite 2000. If this growth builds up to the point where it occludes the bore of the waste line, liquid waste will back up in the wash sump and may back up into reaction tubes and affect the accuracy of the result. Investigation suggests that the source of the microbial inoculation necessary for this build up to occur is the laboratory water supply. To date this has occurred in less than 3% of all systems. Since this is a system problem its effects are not specific to any particular test or assay. Microbial induced waste back up will affect all samples: patient samples, qc samples, adjustors, etc. To date the problem has been detectable in the results of quality control samples in advance of reporting of any patient results. However, in this case the operator did not act on the aberrant quality control results and reported out several incorrect patient results. Follow up on the impact of these reported results showed no impact on all but two pts. One pt was referred to an urologist for follow up. The referral was the extent of impact. With the other pt a confirmatory test was performed on the blood sample already collected. This confirmatory test indicated that the affected result was likely in error and further action was halted. No physical intervention or medical procedures were performed. However, since the potential exists for incorrect results to adversely impact a pt, dpc has developed a diagnostic utility program for customer use. This program flushes a cleaning agent down the liquid waste tubing preventing any microbial build up. This will prevent any further recurrences. This utility is present on all current software versions and operators have been notified on 4/2001, via dpc co technical bulletin #1069 to use this utility program as a preventive and/or corrective measure on a weekly basis.